Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to uterus and had to have hysterectomy') in a 50-year-old female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to uterus and had to have hysterectomy') in a (B)(6) female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure migrated to uterus and had to have hysterectomy') in a 50-year-old female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: nullification: due to internal review this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.